Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The central processing unit ribbon cable to the display unit was replaced, and the unit was returned to service.

Event description:
The hospital reported that, during a preoperative checkout, the display blanked out. There was no reported patient involvement.